Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017, with a high blood glucose of over 600 mg/dl. The customer experienced symptoms such as nausea. Customer reported to have issues with the infusion set cannula being bent and ended up in the ICU. Customer declined further high blood glucose troubleshooting. Customer also reported to have experienced low blood glucose event and no troubleshooting was performed. The customer was wearing the insulin pump during the hospitalization. A replacement infusion set will be sent. No product is expected to return for analysis.